Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. Staff used a stop cock on the third device in order to complete the procedure. The hospital did not report any patient complications. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B)(4).